Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 9.8 mmol/l at the time of the incident. That the pump was overheating then after replacing the battery, he is unable to exit the load reservoir process. Piston would not stop even after detecting the reservoir. Customer stated that they were unable to exit the "load reservoir" process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to verify prime/fill anomaly and load reservoir process due to blank display. No device overheating noted.